Event description:
Following 3 1/2 hr uneventful hemodialysis treatment, pt developed chest pain and left arm discomfort. Sent to hosp for evaluation. Ldh>800, "k+ went up", hgb "went down." Hemolysis diagnosed.